Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test and displacement test. However, the pump had a high active current measurement and sleep current measurement. Successfully downloaded history files and traces using thump. Please see below for pump errors/alarms noted 1 week prior to the event date 11-oct-2022 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 10/07/2022 22:52:00.000, 10/07/2022 23:02:00.000, 10/08/2022 03:31:00.000, 10/08/2022 03:41:00.000, 10/11/2022 00:27:00.000, 10/11/2022 00:37:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: 10/05/2022 16:31:00.000, 10/07/2022 04:26:00.000, 10/08/2022 11:56:00.000, 10/09/2022 21:31:00.000, 10/11/2022 06:39:00.000. Insert battery alarm was recorded and found in the formatted history file on: 10/05/2022 19:38:11.000, 10/07/2022 06:17:40.000, 10/08/2022 15:47:16.000, 10/09/2022 22:25:19.000, 10/11/2022 08:52:43.000. Replace battery alert was recorded and found in the formatted history file on: 10/05/2022 19:38:00.000, 10/07/2022 06:10:00.000, 10/08/2022 15:06:00.000, 10/11/2022 08:51:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 10/08/2022 15:37:00.000, 10/08/2022 15:47:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 12-oct-2022 at 12:18:59 am. There was no power data available for the dates of 05-oct-2022 to 11-oct-2022. Unable to check power data for low battery alert and replace battery alert/replace battery now alarm. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. The pump had a high active current measurement and sleep current measurement (unexpected battery power loss) due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back around the belt clip of the pump. Battery anomaly/low battery alert/replace battery alert/replace battery now alarm and a high active current measurement and sleep current measurement (unexpected battery power loss) were confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1885 was returned for analysis.